Event description:
The customer reported that the system would not adjust to the correct kv during fluoroscopic x-ray. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service representative replaced the interconnect cable. The system was tested and found to be working as intended and put back in service.